Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative that on (B)(6) 2017 after implantation operation, interrogation was performed, but an error was indicated. It was noted that taking device anomaly into consideration, it took time to consider the error. As adjustment in the inpatient ward could be performed without issue, it was considered that the cause of the issue was operation procedure in the operation room. Hcp investigation note from (B)(6) 2017 indicated that in the ¿k room,¿ which was the same operation room, a clinician programmer and an implantable neurostimulator (ins) were prepared and used to check the status that interrogation error issue occurred. The issue occurred at the same time when a plasma display was powered on and the interrogation error was confirmed within a range of 2.5 meters. On (B)(6) 2017 the electromagnetic wave from the plasma display was measured using an electromagnetic wave measuring instrument. The result of inspection performed this time showed that plasma display had stronger electromagnetic field strength than a liquid crystal. As the plasma display had a large-screen since it was used in the operation room, there was an environment susceptible to large effects of electromagnetic wave, but the plasma display had been kept 2 meters or more away from the devices by chance. It was considered that there were not effects on other devices therefore. There were no further complications reported and/or anticipated.